Event description:
As reported by the affiliate, the angioguard's delivery and the precise stent placement was successful. After the post-dilatation with an unknown balloon of 6mm in diameter at 7atm, the patient's blood flow was slow. He developed a stroke with symptoms of paralysis (side unknown) and aphasia. He was given edaravone and a few hours later, the symptoms improved a lot. However, it is not known if the patient fully recovered. However , he remained hospitalized and was carefully being monitored. According to the physician, it was more likely that micro size of soft plaque might had gone through the pore of the filter basket and let the patient to a stroke. Pta was being performed on an 81% lesion in the left internal carotid artery of 14mm in length in a 2.0mm vessel diameter. There was no calcification or vessel tortuousity. The lesion was not pre-dilated. The angioguard was successfully deployed and retrieved without any malfunction. There was debris found in the basked after removal. The precise stent was deployed at the target site without any malfunction. There was no difficulty accessing the lesion with a guidewire and the product properly inspected and prepped prior to insertion.

Manufacturer narrative:
During a carotid stenting procedure, a patient experienced a stroke during post-dilatation of a carotid stent. Past medical history that increased the patient's risk for mace included hypertension, diabetes and he has a history of cardiac infarction and percutaneous coronary intervention in the past. The target vessel was the left internal carotid artery. The lesion was 14mm in length in a 2mm reference vessel diameter with 81% stenosis. As angioguard protection device was successfully implanted. The lesion was not pre-dilated before the implantation of a precise stent. The stent was post-dilated with an unknown balloon and the vessel's flow diminished. The patient developed paralysis and aphasia and was diagnosed with a stroke. Medical treatment was administered and the symptoms eventually improved. Act was maintained above 300 during the procedure. No abnormalities were noted during inspection and preparation of the products. The reporter confirmed that the angioguard's filter basket had good wall apposition when positioned distal to the vessel and there were no difficulties encountered retrieving the device. Debris was noted upon its removal. Patient's recovery is ongoing. Please note that the device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-02740 and 1016427-2008-00315.